Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying inaccurate results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. Six months prior to contacting lfs, the patient reported testing on her lfs device, and obtained blood glucose values of ''300s, and 69mg/dl.'' Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=20% or <=20mg/dl taken within 20 minutes of each other. The patient reported taking non adjusting insulin (unknown type) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported developing symptoms of ''shaking'' at an unknown time and date. However the patient reported being admitted to the hospital 6 months prior to contacting lfs, and received treatment from a healthcare professional (hcp) but was unable to report what the specific treatment was. It is unknown if another device was used. At the time of troubleshooting, the cca documented that the subject meter was in the correct unit of measurement and the patient was using an approved sample site to obtain the samples. The patient's testing process was correct. However the patient's test strips were found to be expired. A control solution test was not run. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.